Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered on automatically. The device was first found with a completely depleted battery, a service wrench icon in the readiness display and an empty battery charge icon. The battery was then replaced. Within a few minutes, it was observed that the device powered on by itself again. Each time the device was powered off, it would power on by itself again. If the device powers on by itself, the battery might be depleted by the time the device would be needed. In addition, it is likely that the device powering on by itself, is caused by a critical malfunction of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. When the device was put into a humidity chamber for 24 hours, it was observed that the device began to power itself on in 5 minute intervals, and depleted the test battery by one full bar. Physio then removed and further evaluated the membrane switch panel. It was determined that the cause of the reported issue was due to socket 5 (shock) and socket 6 (on/off) on the cable¿mounted plug connector, designator p5, on the membrane switch panel intermittently shorting. This caused the device to power on for 5 minute intervals. From the device data download it was observed that the power cycling depleted the customer's battery. A replacement device was provided the customer under warranty.